Event description:
It was reported to baxter's service center that a system error 2240 (air in tubing) alarm occurred on the homechoice (hc) during drain 1 of 4. The home patient (hp) had disconnected improperly, and had reconnected. The patient line had been properly primed. Patient extensions were not in use. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. Technical service representative (tsr) explained the alarm and helped the hp disconnect and clear the alarm. The hp would reset the hc with new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause of the system error 2240 alarm was use error. If additional relevant information becomes available, a follow-up will be submitted. Per baxter labeling found in the homechoice at-home patient guide, the user is instructed how to properly temporarily disconnect and reconnect. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.